Event description:
Robotic instrument, medium-large clip applier, used for robotic assisted common bile duct exploration case. Clip applier jaws misaligned, clips slipping out of the jaws. Instrument tagged for malfunction. 60 lives remaining.